Event description:
A (B)(6) old male patient called zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the trunk cable connector was broken. The yellow wire (p gnd), black wire (12v), green wire (+3.3v), and broken connector and cut wires could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged trunk cable connector and severed wires. The patient received a replacement electrode belt.